Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, and stress testing without duplicating the malfunction. Review of the activity logs did not find evidence to support the reported event. The device's lcd color cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device would intermittently display a distorted screen and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.